Manufacturer narrative:
Event summary: visual inspection of mapping catheter showed the shaft detach from the insert at the lemo connector. In conclusion, the reported shaft issue was confirmed through product analysis. The mapping catheter failed the returned product inspection due to the broken shaft from the lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked while loading it into the balloon catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.